Manufacturer narrative:
The unit had a button error alarm and had an unresponsive act button due to moisture damage on the keypad traces. The unit had a cracked lcd window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer's mother called in to report a button error alarm that occurred twice. The customer's blood glucose level was 280 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.